Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 426mg/dl. The caller stated that she ended up in the hospital after using the second infusion set. The customer experienced shortness of breath, queasy, dehydration, and headache. It was stated that the customer was without insulin for three days. Troubleshooting was declined and the customer would call back if it is necessary. No further information was provided.